Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the strike plate and handle body show nicks and gouges from previous uses. Handle body is fractured and has a crack near the lever. No other damage was noted. This complaint was confirmed based on the returned device. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, it was reported that a rasp handle instrument exhibited breakage. No patient impact or adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow up MDR will be submitted.